Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. The patient had been seen in the office earlier that day and the vector was changed to secondary. Automatic setup was performed and the device chose primary vector. A chest x-ray was reviewed and it was noted that electrode repositioning may improve sensing. An untreated episode was identified from a month prior which resulted from oversensing of low amplitudes. A boston scientific technical services reviewed the presenting rhythm which has a smaller amplitude than in the past. The caller suspects the patient may have heart failure, which may account for the tachycardia. No adverse patient effects were reported. (B)(6) 2022 additional information from event (B)(4) with source ID (B)(4) description received call from patient that had been shocked, just sent a remote, has been shocked inappropriately before. Wanted to look at and get our thoughts. Checked episode from today. Asked what patient was doing at the time. Caller did not know. Discussed appeared rate was around 140 bpm at start of episode. Signal is smaller and qrs to t-wave ratio nearly 1:1. Oversensing of movement-related noise starts to occur and as a result, patient gets shocked due to small signal and oversensing. Primary 1x programmed. Last ias was in secondary 1x. Before that there were 3 untreated episodes in primary 1x. So one more vector can be examined - alternate. Can get an xray to compare system position now to when device implanted. Even with system revision, to take care of movement noise, that might not solve small signal and poor qrs to t-wave ratio. Comment: pm rep, jennifer steele, calling in f/u. Patient has received inappropriate shocks in primary and secondary. Alternate is really not viable as it is significantly smaller than the other two vectors. Recommendations? Ts states no other programming recommendations at this time. No vectors appear to be viable with ias in both primary and secondary and alternate being too small. Rep will discuss with dr. Shah. Comment: jennifer steele # 362649. Patient received shock. Frank lucas. Reviewed and agree with previous call logs can try alternate vector. Previous call log mentioned xrays and possible revision. This may also need to be investigated as an option.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. The patient had been seen in the office earlier that day and the vector was changed to secondary. Automatic setup was performed and the device chose primary vector. A chest x-ray was reviewed and it was noted that electrode repositioning may improve sensing . An untreated episode was identified from a month prior which resulted from oversensing of low amplitudes. A boston scientific technical services reviewed the presenting rhythm which has a smaller amplitude than in the past. The caller suspects the patient may have heart failure, which may account for the tachycardia. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing of movement related noise and small amplitude measurements. Additionally, three more untreated episodes were noted. A boston scientific technical services consultant stated that a system revision might not resolve the movements noise, small signals and poor qrs to t-wave ratio. No other programming options were provided as inappropriate shocks occurred in primary and secondary vectors and significantly smaller signals occurred in alternate vector. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. The patient had been seen in the office earlier that day and the vector was changed to secondary. Automatic setup was performed and the device chose primary vector. A chest x-ray was reviewed and it was noted that electrode repositioning may improve sensing . An untreated episode was identified from a month prior which resulted from oversensing of low amplitudes. A boston scientific technical services reviewed the presenting rhythm which has a smaller amplitude than in the past. The caller suspects the patient may have heart failure, which may account for the tachycardia. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing of movement related noise and small amplitude measurements. Additionally, three more untreated episodes were noted. A boston scientific technical services consultant stated that a system revision might not resolve the movements noise, small signals and poor qrs to t-wave ratio. No other programming options were provided as inappropriate shocks occurred in primary and secondary vectors and significantly smaller signals occurred in alternate vector. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. The patient had been seen in the office earlier that day and the vector was changed to secondary. Automatic setup was performed and the device chose primary vector. A chest x-ray was reviewed and it was noted that electrode repositioning may improve sensing . An untreated episode was identified from a month prior which resulted from oversensing of low amplitudes. A boston scientific technical services reviewed the presenting rhythm which has a smaller amplitude than in the past. The caller suspects the patient may have heart failure, which may account for the tachycardia. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing of movement related noise and small amplitude measurements. Additionally, three more untreated episodes were noted. A boston scientific technical services consultant stated that a system revision might not resolve the movements noise, small signals and poor qrs to t-wave ratio. No other programming options were provided as inappropriate shocks occurred in primary and secondary vectors and significantly smaller signals occurred in alternate vector. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.